Event description:
It was reported that during the initial implant procedure, a helix rotation anomaly of the right ventricular (rv) lead was noted prior to introduction of the body of the patient. The rv lead was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism anomaly was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clean. X-ray inspection found the inner coil overtorqued inside the connector region consistent with procedural damage. X-ray examination of the helix found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the overtorqued inner coil.